Event description:
It was reported that the battery cover opened during the procedure. No patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source: foreign ¿ (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h4, h6, h10. DHR review was performed. Device was 17 months old and is not out of box failure. Upon receipt, the unit had a locking issue with the lid opening during use. No repair has been performed due to rejected quotation from the customer. Device has been recycled in zimmer geneva premises as per customer instruction. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.